Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. The nurse did not provide information regarding treatment. It was not reported whether pd therapy was ongoing at the time of the event. It was not reported whether the peritonitis resolved. The nurse declined to provide further information.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The home patient (hp) stated that she had disconnected from the hc machine to use the restroom. The hp had reconnected after the alarm occurred. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The tsr advised the hp to disconnect and finish with manual supplies. The tsr reviewed proper procedures per the user manual with the caller. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause was undetermined. A batch review was performed for potentially associated lots (h10g20092 and h10f19047) with no issues noted during the manufacturing process. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.